Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis are listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized for chest pain. A 2.50 x 18 mm xience xpedition stent was implanted to treat the 80% stenosis in the distal left anterior descending (lad) coronary artery. The patient was discharged on (B)(6) 2014. On (B)(6) 2018 the patient was re-hospitalized with chest pain/ angina. Coronary angiogram performed on (B)(6) 2018 confirmed 80% re-stenosis in the distal lad. Balloon angioplasty was performed to treat the re-stenosis, in addition to postoperative rehabilitation and medication being given. The patient was reported to be in good condition. No additional information was provided.